Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap threads were stripped and the battery cap was unable to maintain an electrical connection. The alleged power complaint was duplicated. A test battery cap was used successfully. The ez-prime steps were performed correctly. No further power interruptions occurred during investigation. Unrelated to the original complaint, evidence of moisture was found in the battery canister with a leak. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the power printed circuit board.